Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An air embolism was reported. It was reported that a faradrive steerable sheath clear was selected for use during a atrial fibrillation (a fib) ablation. After finishing the ablation and post mapping, the sheath had blood backing up into the flush line. At that time, the line was flushed and pressure was added to the bag. An ep study was then performed by the physician in the control area. Upon his return, there was a large amount of air in the sheath and the bag to the sheath had run dry. The line was disconnected, and the stopcock was turned off to the patient. The patient then had a few minutes of st elevation, hypocarbia and hypotension. The patient was cardioverted, and anesthesia managed the hypotension and hypocarbia. The procedure was completed at that time and anesthesia began to wake the patient up. The sheath was supposed to be on a pressurized bag with a transducer flow regulator and the farawave catheter was supposed to be on a pressure bag without a regulator. Its believed the two flush lines were mixed up, so the sheath was actually on the line with no regulator and the fluid was free flowing. The physician and the staff were by the control area doing an ep study at the time the bag ran dry, so the air was not immediately noticed. Anesthesia was able to successfully extubate the patient, and the patient was talking and responding to commands while being transferred to the intensive care (ICU) for further observation/management. The patient made a full recovery and was discharged the next day. The device is expected to be returned for analysis. The farawave was inserted and removed once each, the hd grid was inserted twice and removed twice. The grid catheter was in the sheath at the time the air was noticed. The irrigation system was the pressure bag. Anesthesia administered 100% o2 and began to wake the patient to assess the neurological status of the patient.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted no abnormalities or defects were found on the exterior of the returned sheath. The device passed the leakage test; pressure and vacuum testing were performed, and the sheath exhibited no leaking. Next, the sheath also passed microscope test, which inspection of the hemostatic valves found silicone oil present on both faces of each valve and did not find any abnormality or defect that could have contributed to the associated allegation. Based on the complaint summary, the sheath flush line and catheter flush line may have been connected in reverse, resulting in the sheath being attached to a line without a flow regulator. This condition, combined with the fluid bag running dry, was suspected to have introduced air into the sheath. Analysis of the returned sheath found no abnormalities or defects that could have contributed to the associated allegations. The complaint device allegations were not confirmed through product analysis, while the st segment and air embolism associated with this event are considered expected procedural complications addressed in the instructions for use for the device. Additionally, correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
An air embolism was reported. It was reported that a faradrive steerable sheath clear was selected for use during a atrial fibrillation (a fib) ablation. After finishing the ablation and post mapping, the sheath had blood backing up into the flush line. At that time, the line was flushed and pressure was added to the bag. An ep study was then performed by the physician in the control area. Upon his return, there was a large amount of air in the sheath and the bag to the sheath had run dry. The line was disconnected, and the stopcock was turned off to the patient. The patient then had a few minutes of st elevation, hypocarbia and hypotension. The patient was cardioverted, and anesthesia managed the hypotension and hypocarbia. The procedure was completed at that time and anesthesia began to wake the patient up. The sheath was supposed to be on a pressurized bag with a transducer flow regulator and the farawave catheter was supposed to be on a pressure bag without a regulator. Its believed the two flush lines were mixed up, so the sheath was actually on the line with no regulator and the fluid was free flowing. The physician and the staff were by the control area doing an ep study at the time the bag ran dry, so the air was not immediately noticed. Anesthesia was able to successfully extubate the patient, and the patient was talking and responding to commands while being transferred to the intensive care (ICU) for further observation/management. The patient made a full recovery and was discharged the next day. The device is expected to be returned for analysis. The farawave was inserted and removed once each, the hd grid was inserted twice and removed twice. The grid catheter was in the sheath at the time the air was noticed. The irrigation system was the pressure bag. Anesthesia administered 100% o2 and began to wake the patient to assess the neurological status of the patient.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information. And h - device manufacturers only.

Event description:
An air embolism was reported. It was reported that a faradrive steerable sheath clear was selected for use during a atrial fibrillation (a fib) ablation. After finishing the ablation and post mapping, the sheath had blood backing up into the flush line. At that time, the line was flushed and pressure was added to the bag. An ep study was then performed by the physician in the control area. Upon his return, there was a large amount of air in the sheath and the bag to the sheath had run dry. The line was disconnected, and the stopcock was turned off to the patient. The patient then had a few minutes of st elevation, hypocarbia and hypotension. The patient was cardioverted, and anesthesia managed the hypotension and hypocarbia. The procedure was completed at that time and anesthesia began to wake the patient up. The sheath was supposed to be on a pressurized bag with a transducer flow regulator and the farawave catheter was supposed to be on a pressure bag without a regulator. Its believed the two flush lines were mixed up, so the sheath was actually on the line with no regulator and the fluid was free flowing. The physician and the staff were by the control area doing an ep study at the time the bag ran dry, so the air was not immediately noticed. Anesthesia was able to successfully extubate the patient, and the patient was talking and responding to commands while being transferred to the intensive care (ICU) for further observation/management. The patient made a full recovery and was discharged the next day. The device is expected to be returned for analysis. The farawave was inserted and removed once each, the hd grid was inserted twice and removed twice. The grid catheter was in the sheath at the time the air was noticed. The irrigation system was the pressure bag. Anesthesia administered 100% o2 and began to wake the patient to assess the neurological status of the patient.

Event description:
An air embolism was reported. It was reported that a faradrive steerable sheath clear was selected for use during a atrial fibrillation (a fib) ablation. After finishing the ablation and post mapping, the sheath had blood backing up into the flush line. At that time, the line was flushed and pressure was added to the bag. An ep study was then performed by the physician in the control area. Upon his return, there was a large amount of air in the sheath and the bag to the sheath had run dry. The line was disconnected, and the stopcock was turned off to the patient. The patient then had a few minutes of st elevation, hypocarbia and hypotension. The patient was cardioverted, and anesthesia managed the hypotension and hypocarbia. The procedure was completed at that time and anesthesia began to wake the patient up. The sheath was supposed to be on a pressurized bag with a transducer flow regulator and the farawave catheter was supposed to be on a pressure bag without a regulator. Its believed the two flush lines were mixed up, so the sheath was actually on the line with no regulator and the fluid was free flowing. The physician and the staff were by the control area doing an ep study at the time the bag ran dry, so the air was not immediately noticed. Anesthesia was able to successfully extubate the patient, and the patient was talking and responding to commands while being transferred to the intensive care (ICU) for further observation/management. The patient made a full recovery and was discharged the next day. The device is expected to be returned for analysis. The farawave was inserted and removed once each, the hd grid was inserted twice and removed twice. The grid catheter was in the sheath at the time the air was noticed. The irrigation system was the pressure bag. Anesthesia administered 100% o2 and began to wake the patient to assess the neurological status of the patient.

Manufacturer narrative:
The faradrive has returned for analysis. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the returned sheath. Device analysis of the returned sheath demonstrated successful leak performance. The device was able to maintain and seal pressure and fluid under multiple testing conditions. Inspection of the hemostatic valves revealed no defects, consistent with the leak performance results. Therefore, the leak-associated allegations were not confirmed. Additionally, the complaint device allegation of user of device issue, user error was confirmed through analysis.